Manufacturer narrative:
B4, g6, h2, h10 updates only. This is a supplemental report solely to provide the related user facility medsun report number in the corresponding field, h10 - related report number.

Event description:
A customer reported a bflex 2 large 5.8 single-use bronchoscope was used for a case to remove zephyr valves from a patient. It was reported that the bronchoscope was advanced through a bronchoscope adapter and a shiley 8.0 endotracheal (et) tube to view the airway and retrieve a valve for removal. Three (3) additional passes were made through the et tube only for valve removal. At this point in the procedure, deterioration of the bronchoscope's distal tip was observed. It was removed from service and set aside while a new bflex 2 regular 5.0 single-use bronchoscope was used to complete the valve removal case. There were 3-5 pieces of debris removed from the patient's airway via forceps. During a second procedure with a thoracic surgeon using a non-verathon bronchoscope, additional pieces of debris were observed to be remaining in the patient's airway. The original interventional pulmonologist and a respiratory therapist were called back to perform a lavage to wash out the remaining debris with another bflex 2 large 5.8 single-use bronchoscope from a different lot which was successfully completed. Following the procedures, the patient was reported to be doing fine. Following the customer's notification to verathon of this event, verathon received the facility's medsun report number: (B)(4) for this event on march 24, 2025.

Manufacturer narrative:
Following the reported event, the customer's verathon territory manager visited the facility to investigate the reported devices and gather samples to be returned to verathon for evaluation. During the territory manager's site visit, one additional bronchoscope from the same lot was also observed to easily deteriorate when the tip was touched/rubbed. Other bronchoscopes from different lots available did not experience any material deterioration. The bflex 2 large 5.8 single-use bronchoscope used during the reported event was returned to verathon for evaluation along with other samples gathered from the facility. Visual inspection confirmed the reported sheath damage at the bronchoscope's distal end. The device samples were then provided to verathon's engineering department for further testing and evaluation. During verathon's device testing, it became known from the facility that their emergency department has ultraviolet (uv) cleaning lights installed in their rooms which suggests a possibility that the bronchoscope may have been exposed to uv light prior to its use in the procedure. Review of complaint history for similar events found a prior investigation that verathon conducted on samples of the first generation of bflex single-use bronchoscopes. In an effort to recreate the prior material deterioration issue noted on the subject device, samples were placed in a 405 nm led uv curing chamber for 28 minutes. The material flaking was duplicated following the exposure to the uv light. Verathon continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr 803.56 should additional information become available.